Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced seven infusion sets leakage at site event on (B)(6) 2024. The leakage occurred at 4th day of wear. Infusion set was used for 4 days. Site location was at the canula part. No further information was available.